Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01302. It was reported the patient's system was explanted due to the devices stopped working. As such, the date of procedure could not be determined since the company representative was not present at the surgery.